Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the mid left internal carotid artery (lica) target lesion during the study index procedure. A 5 mm. Angioguard embolic protection device was used. There were no reported procedural complications or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 10%. Post-procedure, the patient was reported to have experienced a stroke (intracerebral/subarachnoid hemorrhage). The event was characterized by aphasia. The onset was gradual and the recovery was partial, minor residual. The event was reported to be unrelated to a cordis product and was related to the index procedure. The patient was discharged four days after the procedure. The patient was asymptomatic for the procedure. The mid lica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 4 mm. Reference diameter, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the mid left internal carotid artery (lica) during the study index procedure. A 5 mm. Angioguard embolic protection device was also used. There were no reported procedural complications or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 10%. Post-procedure, the patient was reported to have experienced a stroke (intracerebral/subarachnoid hemorrhage) characterized by aphasia. The onset was gradual and the recovery was partial with minor residuals. The event was reported to be unrelated to a cordis product and related to the index procedure. The patient was discharged four days after the procedure. The patient was asymptomatic for the procedure. The mid lica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 4 mm. Reference diameter, and eccentric. The lesion was pre-dilated. The patient's medical history includes: hyperlipidemia, CABG, coronary artery disease, coronary percutaneous revascularization and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15519495 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Patient and clinical factors appear to have impacted the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.